Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was brittle. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.